Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the device resets to the pleth screen. Per the customer, the device "would change the display from the monitor screen to the pi settings screen without being touched." No consequences or impact to patient were reported.